Event description:
Reportedly, when the stapler was fired across the artery, it deployed staples but would not release from the tissue. Another device was applied on the specimen side of the locked down stapler. Procedure: unk.